Manufacturer narrative:
Findings: (B)(4): inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). One of 2 sensors failed for low readings 1 remaining sensor passed per spec. With accurate readings. Unable to performed customer. Complaint due to that complaint against to sen-serter. No needle return. Unable to confirm adhesive anomaly due to sensor was returned opened/ used. Also found both sensors bent cannula.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer also reported that the insulin pump has a bent sensor. Customer's blood glucose reading was 170 mg/dl. Troubleshooting was done. Nothing further was reported.